Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/ investigation. Phone # (B)(6). Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Investigation summary: customer quality investigation: the device was not returned. A photo-investigation was performed on the x-ray images. Upon inspecting the image provided, the complaint condition was confirmed as the threaded portion of the screw had broken off from the head. However, a definitive assignable root cause of cannot be determined based on the available image. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided. Conclusion: the complaint condition can be confirmed during photo investigation. During the investigation, no product design issues, or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot: a manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2021, the patient underwent for a removal surgery of a broken unknown cortex screw for total hip arthroplasty. It was unknown if the surgery completed successfully. The patient outcome was unknown. Concomitant devices reported: unknown dynamic hip system (dhs) plate (part# unknown, lot# unknown, quantity 1); unknown dhs lag screw (part# unknown, lot# unknown, quantity 1); unknown 4.5 cortex screw (part# unknown, lot# unknown, quantity 2) ; unknown 7.3 cannulated screw (part# unknown, lot# unknown, quantity 1) ; unknown reconstruction plate (part# unknown, lot# unknown, quantity 1). This complaint involves one (1) device. This report is for (1) unk - screws: 2.7 mm cortex. This report is 1 of 1 of (B)(4).